Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up arrow, down arrow, and ok keypad buttons are unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: on examination, the keypad was intact without damage. On testing, all the keypad buttons had intermittent response and required multiple presses to evoke a response. The down arrow and contrast buttons requiring excessive force to engage. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).